Event description:
It was reported that the patient had a infection at the ipg site. The patient was on antibiotics and underwent surgical intervention in which the physician did a wash-out of their ipg site. The infection is now resolved.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.